Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00275 on december 14, 2023. December 14, 2023 correction: this a correction to section h6 of the initial MDR. The initial MDR had the incorrect code for the medical device problem section. The correct code is 2457. Section h6 has been updated with the information. This is a correction to section h10 of the initial MDR. Section be h10 stated ¿ a united states (us) customer contacted a siemens customer care center to report an above assay range result for tacrolimus (tacr) on a patient sample when processed on an atellica ch 930 instrument (s/n (B)(6) ) with repeat (diluted) results lower and within the assay range.¿ the correct statement is ¿a united states (us) customer contacted a siemens customer care center to report discordant elevated tacrolimus (tacr) results were obtained on samples from two patients on an atellica ch 930 instrument (s/n (B)(6) ).¿

Event description:
Discordant elevated tacrolimus (tacr) results were obtained on samples from two patients on an atellica ch 930 instrument (s/n(B)(6)). The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the same atellica ch 930 instrument. The repeat results were lower than the initial results. Corrected report(s) were issued. The patients were both organ transplant recipients. There are no known reports adverse health consequences due to the discordant elevated tacrolimus (tacr) results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report an above assay range result for tacrolimus (tacr) on a patient sample when processed on an atellica ch 930 instrument (s/n (b(6)) with repeat (diluted) results lower and within the assay range. Siemens has reviewed the instrument data and service documentation. The quality control (qc) and calibration were within customer limits at the time of the event. Service was dispatched and the saline manifold value along with the dilution probe arm was replaced. The qc and calibration were out of limits after that service event so service returned and replaced the sample and dilution mixers. The qc and calibration came within published limits after this service event. The issue was resolved with routine maintenance and part replacement. Replacement of the parts are considered normal troubleshooting or maintenance for issues of this nature; therefore return of the parts is not warranted. The cause of the issue was with the function of the sample aspiration, dilution and delivery system. Exact identification of the specific part is not possible with the available data however the issue was resolved with routine maintenance. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.